Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. Device reprogramming was performed. The patients condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.